Event description:
On or about (B)(6) 2010, the plaintiff was implanted with an ams monarc sling device to, "treat pelvic organ prolapse and/or urinary incontinence." The plaintiff's attorney alleges that the "plaintiff began experiencing bleeding, infections, pain, urinary problems, vaginal scarring/shrinkage and the need for additional surgery some time after implant." It was also alleged that the "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment," and that the "plaintiff has sustained and will continue to sustain severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.